Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months. Based on the follow-up with the health-care provider, it was learned that there was no device malfunction and the reason for explant was due to endocarditis. Per the operative report, (B)(4) confirmed prosthetic valve endocarditis with a 6 mm vegetation located on the ventricular side at the noncoronary-left coronary commissural triangle. Intraoperative inspection of the aortic valve demonstrated a vegetation on the ventricular side of the bioprosthetic valve leaflets as well as a partial dehiscence of the bioprosthetic valve ring in the left coronary sinus. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) vegetations and partial dehiscence. (B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the source of infection is noted to be "skin." No further actions are possible with the available information.